Event description:
A malfunction was reported on the pump, which was attributed to humidity. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully reset the pump and later managed to start a cgm session after the pump reset.